Event description:
It was reported to boston scientific corporation that a resolution clip device was planned for use to treat a bleed in the patients stomach, on (B)(6) 2009. According to the complainant, during preparation, the device was tested prior to the procedure and the clip could not open and close. The procedure was performed using another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis but has not been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).